Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician was unable to fully insert a competitor lead into the cardiac resynchronization therapy defibrillator (crt-d) header. A replacement crt-d was chosen and implant was attempted, however the physician was also unable to fully insert the lead into the replacement device. A replacement competitor device was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.